Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air gaps in the patient line. The user's blood glucose (bg) level was 215 mg/dl. At the time of report, the user's bg level was 179 mg/dl. Reportedly, the user successfully primed the tubing to remove air bubbles.